Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver would not boot-up, re-initialized continuously and was unable to download data logs or perform further testing. The receiver case was opened and an interior inspection was performed and it passed. The complaint of the receiver ceasing to function was confirmed. The root cause could not be determined, post investigation.